Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003. Due to the limited information received, further follow-up to obtain related details was not possible.